Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: infection (pseudomonas aeruginosa), leaking through the incision.

Event description:
Patient called to report a right side "infection (pseudomonas aeruginosa), leaking through the incision", "flipping", and "the doctor tried squeezing the breast to get more fluid out and ended up flipping the implant on its side". The device has been explanted.